Event description:
The customer contacted stryker to report their device doesn't power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue of the device not turning on when the lid is opened. No cause could be determined for the reported issue. Investigation did discover that the battery was depleting prematurely and had a higher-than-expected current drain due to a faulty capacitor c2. The customer received a replacement device and this device was archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report their device doesn't power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.